Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, as well as corrections b5. The information included in b5 was inadvertently omitted from the initial medwatch report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and although the device was not returned to olympus for evaluation, it is possible that the phenomenon occurred due to poor contact of the flat connector based on obtained information. Olympus will continue to monitor field performance for this device.

Event description:
Additional information received from the initial reporter confirmed the procedure was an examination. The procedure was diagnostic. The procedure was completed but with a similar device.

Event description:
The customer reported to olympus, the flat connector of the video system center was damaged. The issue was found during reprocessing. The patient was not under anesthesia and there was no delay. There were no reports of patient injury or harm.

Manufacturer narrative:
The device is not expected to be returned to olympus for evaluation. The investigation is ongoing, and supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.